Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reports that customer received a motor error alarm and a no delivery alarm during priming. Customer's blood glucose was 126 mg/dl. Customer's mother declined troubleshooting as insulin pump would need to be replaced to due motor error. Customer was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer is able to complete rewind sequence. No further info provided.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, and prime tests. The device was unable to prime during prime test due to faulty force sensor resistor. The motor was tested outside device and it passed. The device had cracked lcd window, cracked case near lcd window corner, cracked reservoir tube window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, and stained end cap sticker.